Event description:
It was reported the patient ((B)(6)) is experiencing a sensation of pressure when stimulation is in use. It is suspected the implant depth of the patient's leads is too deep. This is the second such occurrence for this patient (reference MFR report #1627487-2012-00695 for the initial report). An appointment with the physician has been scheduled to discuss the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.